Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was programmed to deliver an unspecified IV solution. No specific programming parameters were provided. After an unspecified time, it was noted that the device display indicated that the delivery was complete; however, the device did not sound an audible alarm tone indicating the delivery was complete. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.